Event description:
Physician was never around after the surgery. The only thing his group had to offer me was, "oh, we stay in close contact with him." This is "vision group", by the time I fired him and went to another physician, it was too late to save my sight in the left eye; retina was basically gone. In contacting the product manufacturer by phone, they were short with me and said, if I had any questions about the product that I would have to get in touch with the physician. This type of lens shouldn't be used, especially on an aniridia patient, because it is too large.